Manufacturer narrative:
Infection. The product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.